Manufacturer narrative:
Submit date: 09/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the light handle covers are cracked.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states that the light handle covers are cracked.¿ a review of the device history report (DHR) for the reported lot number indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. A review of changes to product and processing has been conducted identifying no affecting changes related to this reported event. The actual device was not returned for evaluation. Without the device or a representative sample being provided, a more comprehensive investigation could not be performed. The reported issue could not be replicated. However, two (2) digital images (photographs) were provided from the customer depicting the reported event. Upon review of the photographs, the following observations were noted: a crack was observed in the cone section. Control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Review of these control mechanisms concluded that systematic production does not induce cracks. While no deficiencies were found, a production notification was issued to ensure awareness of the condition reported by the customer. At this time, there is not enough information to warrant the initiation of any further action. Based on the photograph analysis, the reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.